Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system presented to the emergency room (ER). The health care professional (hcp) called technical services (ts) for review of a stored atrial tachy response (atr) episode. Ts reviewed the data and found there was an inappropriate atr episode due to far-field oversensing of r or t waves. Ts recommended to follow-up with the device managing physician. At this time, the device remains in service. No adverse patient effects were reported.